Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 8 injections were performed with the balloon catheter with no issue on the date of the event. A clinical issue was encountered during procedure. The device was not returned for an alysis/investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st segment elevation was noted. Medication was administered, and the st segment elevation recovered. It was noted that a hemostatic valve issue on the sheath was suspected. The case was completed with cryo. No further patient complications have been reported as a result of this event.